Event description:
It was reported that there was a surging sensation. Longevity calculations were performed to estimate implantable neurostimulator (I ns) battery life. 1.70v; 450pw; 60hz; 922 ohms; battery 2.56v; estimation: 104 months. The device ¿surges¿ about twice a day. The device started surging about 4 months prior. It would surge when she was lying down or walking a lot. This surging did not happen before. The patient was getting 50% pain relief or more. The battery was nearing elective replacement indicator (eri). The doctor had decided to schedule the patient for spinal cord stimulator (scs) battery replacement. It had not been scheduled as of yet. They were expecting sometime next month. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. Product ID 3998, lot# lb4916, implanted: 2003-(B)(6), product type lead. Product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension. (B)(4).